Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section d1/d2a/d2b - updated brand name and product code (model change from mmt-1892 to mmt-1882) 3. Section d3 - updated manufacturer name, city and state 3. Section d4 - updated model number and catalog number (model change from mmt-1892 to mmt-1882) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer blood glucose was 5 mmol/l and sensor glucose value was 2.8 mmol/l at the time of incident. The event involved product(s) mmt-1885. No product return is required for mmt-1885.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose and blood glucose deviations. The customer reported no adverse event. The event involved product(s) unknown ngp. Troubleshooting was performed, and the customer is reporting a discrepancy between sensor glucose vs. Blood glucose, which is not within range, and the difference is 2.2 units, and insulin delivery was suspended due to the sensor glucose value. No further patient complications were reported. It was unknown whether the customer would continue to use the device. No product return is required for unknown ngp.